Event description:
The customer reported a pt was on a pca module infusing dilaudid. The nurse installed a full syringe early in the day. The medication should have lasted 12 hours, but the syringe was found empty in the afternoon. The staff discovered that the pt was able to remove a sizable amount of the drug from the IV line. The pt was able to get the medication by using an interlink blunt tip syringe and putting it into a port on the tubing and aspirating a little at a time. The pt was able to get much more medication out of the pump if he turned off the pump first. The pt saved up the medication until he had several cc's and then administered it to himself. The nurses did report that his pump was alarming for air in the line often. The nurses were able to reproduce the process on another pca and tubing. There was no pt harm or medical intervention. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). Although requested, no product was returned for this investigation. Customer stated that no product will be returned because the devices and tubing were not saved. No further investigation of this event is possible at this time. The customer is considering changing pca sets to help prevent pt diversion.